Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection to address high bgs. Customer declined to troubleshoot with tandem technical support.